Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. While connecting for end of treatment during a routine hemodialysis treatment, the operator inadvertently introduced air into the circuit causing a venous air alarm to occur. Rinseback could not be performed due to the amount of time the blood pump had stopped, resulting in a estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator inadvertently introduced air into the system while connecting for end of treatment. The user's guide provides adequate instructions for performing end of treatment as well as performing steps for air removal. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.